Event description:
The customer, mother and a nurse called to report no delivery alarms on the insulin pump. The nurse stated that the customer was not changing the infusion set when getting the no delivery alarms. Explained to the nurse the importance of changing the infusion sets when getting these alarms. The nurse also reported a blood glucose reading of 20 mmol/l and assured that the blood glucose levels would be treated.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.